Manufacturer narrative:
On march 13, 2021, photo evaluation was completed. Upon visual inspection, the photo provided shows the implant within its packaging with some wrinkles over the shell. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 270cc mentor memorygel breast implant gel breast implant looked distorted upon opening the device out of box. The implant looked like it wasn't filled properly. The surgeon did not use it, and used the back up implants. There was no contact. There were no patient consequences. This extended time intra operatively since it required time in reprepping back up implant. The back up implants used were catalog number smpx270; serial number (B)(4) on the left side, and catalog number smpx270; serial number (B)(4) on the right side.